Event description:
It was reported that balloon rupture occurred. A 7.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. No patient complications nor injuries were reported.